Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l5 spondylolysis; and underwent l5-s1 posterior lumbar interbody fusion and l4-s1 percutaneous pedicle screw fixation. The cage was inserted after curetting the intervertebral disc. The cage could only be inserted very close to the posterior wall. The physician checked if additional curetting was needed on the anterior side but found the cage's position to be good enough. Then insertion of cage was performed on the contralateral side. When inserting the cage on the contralateral side, the cage that was inserted before came out. The physician hammered the cage again. Then pps and compression was performed. Although it was suspected that the cage backed out a little when checking the sagittal images, the physician judged it was okay and the operation was completed. In the post-operative CT, the cage was found backed-out. Hence, the wound was re-opened and revision surgery was performed to remove the cage. After removing the cage, bone graft was filled there and operation was completed again. There was a delay of more than 60 minutes in overall procedure time as a result of this event. No patient complications were reported after the revision surgery.